Event description:
A report was received that the patient had difficulty aligning the charger and the ipg. It was also noted that the ipg was implanted too deep. The patient underwent a pocket revision procedure.